Manufacturer narrative:
Philips has investigated this complaint. The philips engineer visited onsite and found that the host pc had some issues. The field service engineer reconnected the cables on host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was hanged up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.